Event description:
It was reported that during an angioplasty treatment procedure, a dissection occurred. An impluse guide catheter was used in an unspecified vessel. There was an 'artery dissection because the tip of the catheter was modified.' The patient remained stable and another catheter was used to complete the procedure. Additional information has been requested but is not available.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).